Event description:
It was reported the pt's ipg (implantable pulse generator) was not able to establish communication with the external devices though the pt felt the system was on. During follow-up, sjm representative confirmed the ipg was not charged for a year and device replacement was being considered.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.